Event description:
Pt stated that when they put one of their contacts in their eye that a burning sensation immediately developed. Pt stated that their contacts had been soaking in the referenced disinfecting solution overnight (~10) and was being used according to the label instructions which stated that contacts did not need to be rinsed prior to use. Pt stated that they took the contact out of their eye, rinsed the remaining contact in saline solution and put this contact in their eye. Pt stated that the burning solution sensation immediately developed again. Pt stated that they called the MFR and was told that they were having problems with the neutralizing solution. Pt also stated that they were using the new contact case that came with the kit.

Event description:
Add'l info received from MFR 7/9/2003: the device history records and sterility records were reviewed by manufacturing and found to be in compliance. Chemical analysis of retained samples met all manufacturing specifications. As all operations and product quality of the retained samples wer ein compliance, ciba vision concludes that this complaint is not a product quality concern.